Manufacturer narrative:
Analysis of programming history performed.

Event description:
Review of the vns programming history database was performed which revealed that a faulted system diagnostic test changed the patient¿s settings to unintended parameters on (B)(6) 2010. An interrogation was performed, and all of the parameters were corrected prior to the patient leaving the clinic except for the magnet signal off-time. Attempts to obtain the patient information have been unsuccessful to date. No patient adverse events were reported.